Event description:
The customer would not provide the patient's information.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Investigation: potential causes of the malfunctioning return pump include the operator moving the rotor while the machine is on, an incorrect rotor on the pump, a defective pump motor, and a defective motor driver cca. Continued troubleshooting resulted in the replacement of the safety stack, along with other parts as part of the troubleshooting and upgrading of this machine. Root cause: the return pump malfunctioned due to cracked solder joints on the safety stack due to workmanship issues at the supplier. Correction: the device was repaired and returned to service. (B)(4).

Event description:
The customer reported that the return pump malfunctioned. Patient information is not available at this time. This report is being filed due to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: terumo bct received an optia set ID assembly. Visual inspection revealed no anomalies. Installed in a optia test bed. Performed set ID functional test. Machine successfully completed set ID functional test three times. Was not able to duplicate the reported problem. Terumo bct received an optia motherboard cca. Visual inspection revealed no anomalies. Terumo bct received an optia control stack and safety stack. Control stack: visual inspection revealed no anomalies. Installed in a optia test bed. Performed full system autotest. Machine successfully completed full system autotest and 2hr saline runs two times. Was not able to duplicate the reported problem. Safety stack: the first thing of note is the safety stack is the original stack from the device's manufacture and has sockets for the fpgas. Stack was tested in an in-house machine. After duplicating the issue, it was verified that there were no visibly loose pins on the buffer chip for the hall effect sensor. The socket was inspected. There was evidence of cracked solder on pins 43, 44,45, and 47 (among others). Pin 43 is the 5v reference for the hall effect sensors. Pin 44 is the return_hall signal, pin 45 is the inlet_hall signal, and pin 47 is the platelet_hall signal. These indicate a workmanship issue from the vendor. Loose connection problems can make the device 'think' it is seeing pulses. Terumo bct received an optia top cap cca. Visual inspection revealed no anomalies. Installed in an optia production test bed. Performed full system autotest. Machine successfully completed the full system autotest. Was not able to duplicate the reported problem. Terumo bct received an optia valve assembly. Visual inspection revealed no anomalies. Installed in an optia test bed. Performed valve functional test and valve system autotest. Machine successfully completed valve functional test and valve system autotest fifty times. Was not able to duplicate the reported problem. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.